Event description:
It was reported that using a radial artery access approach during a procedure of the heavily tortuous, heavily calcified, 85% stenosed, de novo, mid unspecified lesion, the 2.5 x 33 mm xience prime stent delivery system (sds) was advanced but met resistance with the guide catheter; the sds met resistance during advancing and during removal with the guide catheter and was removed from the anatomy. It was noted that the stent was distorted/ strut damage. The device was not used. A different device was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.